Event description:
Material no.: 930815ns, batch no.: 0254175. It was reported the lot number is backwards. Per email: we have identified a quality issue with stock of medline item number (136713) - chloraprep app 26ml orang (ref. (B)(4)), which prevents this product from being used in the production of our kits. It was found that there is lot number is backwards. We want to ensure that you are aware of this issue and that we do require a response. Pictures have been attached for your reference of the nonconformance identified. Non-conformance number medline component number vendor ref number lot/po number defect description sc2021000123 136713 930815ns po: (B)(4) total quantity: 470 eaches lot number is backwards

Manufacturer narrative:
The failure mode was confirmed with photograph received for analysis; the traceability is not lost due the number one (1) is updside down. The issue is the embossing which is a manual process and is an eight-die station. A batch review was performed and no non-conformance was noted during the manufacturing of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends follow up emdr pr 2658140 h3 other text : please see narrative below.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815ns, batch no.: 0254175. It was reported the lot number is backwards. Per email: we have identified a quality issue with stock of medline item number (136713) - chloraprep app 26ml orang (ref. 930815ns), which prevents this product from being used in the production of our kits.